Event description:
The customer reported that during device testing with a simulator the measured delivered energy was below the +/- 15% specified tolerance. This symptom was reported to have presented during testing; there was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that during device testing with a simulator the measured delivered energy was below the +/- 15% specified tolerance. This symptom was reported to have presented during testing; there was no report of pt involvement. Philips evaluated the device and confirmed that the measured delivered energy was below the +/- 15% specified tolerance. Philips replaced the defibrillator capacitor to resolve this issue.